Event description:
Coopervision received a complaint by email in which the customer alleges having sustained recurrent corneal erosions with the avaira lens. Further details relate that the customer switched to a different brand of contact lenses and after 3 months of use, returned to avaira lenses when the recurrent corneal erosion occured. The date of event is unknown. No other medical information was able to be obtained up to the date of this report. Lenses were not returned. Lot numbers are unknown. No device investigation could be performed. The complaint is unconfirmed.

Manufacturer narrative:
Lenses were not returned. Lot numbers are unknown. No device investigation could be performed. The complaint is unconfirmed.